Event description:
A caregiver of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler screen went blank during an unknown phase of treatment. The customer attempted to resolve the issue by pressing the ok and stop buttons, as well as touching the screen and rebooting the cycler. However, the screen remained blank. The fresenius technical support representative issued a replacement cycler. The caregiver was advised to discontinue using the current unit, and inform the peritoneal dialysis registered nurse (pdrn) of the cycler replacement. In a follow up, the caregiver reported there was no patient harm or adverse event, and no medical intervention reported. Although patient did not complete treatment that evening, the new cycler was received and the patient is using it without any further issues. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There was visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported blank screen issue was confirmed and the cause was determined to be an internal short on the inverter board.